Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable, increased, and high threshold values. In addition, the patient received inappropriate pacing. A lead revision was performed to reposition the lead, and the rv lead remains in use. No patient complications have been reported as a result of this event.